Event description:
The uretero-reno videoscope was returned to the service center with a report of device bent at the tip of the channel. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device the bending section rubber was protruded, most likely due to stress problems and traced to component failure.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure found during investigation was observed. The root cause could not be identified. According to the investigation the most probable cause of the complaint could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.